Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause of the false negative troponin I result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false negative troponin I result was obtained on a patient sample. The result was not reported to the physician. Prior results were positive for troponin. The sample was repeated and positive results were obtained. Patient treatment was not prescribed or altered. There was no report of any adverse health consequences as a result of the false negatve troponin I result.